Event description:
Related manufacturer reference number: 3006705815-2021-059283. It was reported that x-rays revealed that one of the patient's leads had migrated. Reportedly, the patient's other lead was displaying high impedances as well. As a result, the physician revised the lead that had migrated and replaced the lead with high impedances. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.